Manufacturer narrative:
The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to die and after recharging, the pump did not recognize the cartridge. The customer's blood glucose level was high. The customer reported that the pump history showed the proper alarms were triggered prior to the pump shutting down. Tandem customer technical support (cts) informed the customer that the pump will not recognize the cartridge after it has shut down. After cts had the customer re-enter the load process, the cartridge was recognized and insulin delivery was resumed.